Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set leaked from the twist clamp. This event occurred during use with patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Additional information: the sample was received and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The mini cap received with the complaint sample was used during leak testing. The actual sample that was returned was visually inspected and functionally tested without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.